Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump. Customer's mother stated that she cannot find her sensor and it may have fallen off. Customer has had issues with the sensor. Customer's mother reported that the transmitter was also lost. Customer was having difficulty pressing the up arrow key. Customer's mother does not want the replacement pump because they do not want to reprogram the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received no button response due to flattened up button dome switch. The device had cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.